Event description:
The patient had an endeavor sprint rapid exchange (rx) drug eluting stent implanted in the mid rca during index procedure. At 1 month, 1 year and 2 year follow-up's patient was asymptomatic/free of symptoms. It is reported that the patient suffered an ischemic stroke approximately 2 years and 4 months post index procedure. It is reported that the patient was hospitalized and presented several transient ischemic accidents (tias) during the hospitalization. These tias were identified by characteristic symptoms. Stroke diagnosis was not based on a radiological evaluation and was not confirmed by a neurologist. Investigator indicated that the stroke was not related to the study stent. Patient was taking asa and clopidogrel 24 hours before the event. It is reported that the patient also suffered a spontaneous gastrointestinal (gi) bleed approximately 2 years and 4 months post index procedure. It is reported that a prbc transfusion was required. Investigator has indicated that event was not related to study stent or procedures. Patient was taking aspirin & clopidogrel 24 hours prior to the event. It is reported that the patient expired approximately 2.5 years post index procedure. It is reported that the patient death was due to cardio respiratory arrest with major necrosis at the amputation of his left leg. The investigator has indicated that the event was not related to the study stent or study procedure.

Manufacturer narrative:
(Implantation of a thoracic device in the abdominal aorta), (other manufacturer's device may have contributed). (B)(4). Results - (stroke, haemorrhage, death).